Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 6 years since the subject device was manufactured. A definitive root cause could not be established as the event could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that midway through an unspecified procedure, there was no image on the monitor and the pc screen went blank on their evis exera iii video system center. There were no reports of patient or user harm.

Manufacturer narrative:
Troubleshooting was performed with the customer. The customer tested the device and could not duplicate the reported problem. The device was returned to olympus and the initial evaluation was unable to reproduce the customer's allegation. The video socket was found to be stuffed with dust. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.